Manufacturer narrative:
Iradimed has requested the product for evaluation, and the hospital has sent the product for iradimed's examination. The device is presently in transit to the manufacturer. Reporter has performed the manufacturer's device preventive maintenance test, and device passed these tests. A follow up report will be provided after the product has been examined by iradimed corporation.

Event description:
During an MRI infusion of phenylephrine, an adult patient may have received excess fluid due to a freeflow condition. Medical intervention occurred following the event, and patient recovered. No patient injury was reported.